Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the returned sample evaluation. Results - is based on evaluation of user facility information & the returned sample; is based upon evaluation of the returned unused sample. Conclusion - is based upon evaluation of user facility information & the returned sample; is based upon evaluation of the returned unused sample. The actual device consisting of one piece assembled safety needle without the cannula, one piece broken cannula and one unused sample inside an opened blister of the reported lot were received. The safety sheath was positioned towards the syringe side and away from the cannula. The cannula that was broken off was approximately 16 mm which is within the exposed cannula length specification. The cannula that was broken off was visually straight from the cannula tip but became slightly bent around the breakage point. A small fragment of glue was also observed near the cannula breakage point. The safety needle was examined and no cannula portion was visible on the glue mound of the cannula and hub. Magnification inspection confirmed that the cannula breakage point was inside the glue. Inspection of the safety sheath and the collar confirmed there were no defects that would have adversely caused a malfunction of the safety mechanism. Additionally, the component fit and hinge motion force confirmed there were no anomalies with the assembly status of the sheath and collar. The unused sample from the reported lot revealed no anomalies. The unused sample was further evaluated per iso 9626 regarding cannula resistance to breakage and confirmed passed the requirements. Functional testing was conducted. A retention sample was securely attached to the syringe and was slightly bent by hand toward the safety sheath and then bent again away from the safety sheath until it broke off. The cannula break point on the retention sample was similar to the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the cannula was bent toward the safety sheath during the users first attempt to activate the device by finger activation and eventually broke off during counter activation. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - not required for the reported product code/lot number combination. The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the retention samples of the involved product code/lot number combination. Visual inspection revealed no defects. Retention samples were evaluated for cannula stiffness and resistance to breakage and all samples were compliant per iso 9626. A review of the device history records for involved product code/lot number combination was conducted with no relevant findings. A review of the complaint files for fy16 was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual, functional and sensory inspections and all samples for the complaint lot passed. Functional testing of the retention samples could not reproduce the reported failure. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
A customer reported the following to the mckesson product complaints team that: "they are very upset about this needle stick injury." The nurse said she tried to close the safety device and it would not close with her finger so she tried to close it on the counter and the needle broke off and flew in the air and stuck in her face." Additional information was reported from the user facility on 1/26/2017; the ma had just completed a "pentacel" vaccine using 3 ml syringe connected to needle; she was attempting to activate the safety on the stated needle device with her finger, and it would not close; she turned to close it on the counter top and the needle broke off and flew in the air and stuck in her face; she was surprised but kept her composure so the patient was not aware of what happened; the patient was not affected in any way; she gathered both parts of the broken needle and was examined by the doctor (practice owner); the user facility stated they have been using this product for many years and have never had an issue; and on 1/26/2017 the user facility reported that the patient being treated received immunization as intended and was not affected by incident and the nurse that incurred a needle stick injury to the face is pending infectious exposure blood testing per facility protocol. On 2/1/2017 the user facility provided additional information as follows: the medical assistant (hired 11/28/2016) had just finished administering vaccines to a (B)(6) baby and was disposing of the injection needles when while using the proper and recommended technique to apply the needle shield, the metal portion of the needle broke off from the hub and became airborne striking her on the right upper lip and actually becoming lodged there. (There is no apparent bleeding or other injury. It is tiny and superficial) she left the room and immediately removed the needle in the presence of another medical assistant and washed the wound carefully and reported it to the employer. The patient who had received the vaccine has had two of (B)(6) series with the third administered the day of the event and has been fully immunized for dtap, polio, (B)(6). Mother of the child is known to be (B)(6) and father of the child is known to (B)(6). The m.a has had (B)(6). Within several hours of needle stick, a bruise did appear but was not present at the time of initial examination. Neck supple. Lungs clear. Heart normal. Since the m.a is extreme low risk for blood borne disease, no immediate prophylaxis is given. Blood drawn for (B)(6). This will serve as a baseline. If (B)(6) is positive, no further action but will do precautionary follow up of all tests in six months. If (B)(6), we will administer one dose of (B)(6) vaccine and measure again in 30 days approximate and proceed at that time to complete the (B)(6) series if the result is again negative or to do no further follow up if the result is positive and we will do any local wound care that may be indicated.